Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the battery compartment was broken. Functional testing involved sensor testing in addition to visual examination. The reported issue was not duplicated during the investigation. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump had an occlusion sensor issue. No adverse effects were reported.